Manufacturer narrative:
We could not obtain a complete catalog number; therefore, a baseline report cannot be filed. Eval summary: the nominal fit of the implant to the bone preparation is intended to provide an interference fit condition to provide mechanical stability in the absence of bone cement. Depending on pt bone quality and the amount of bone removed, the elasticity of the remaining bone may not allow the implant to seat within normal impact forces in some cases. The trials are undersized to ensure that they can be removed with minimal force to maintain the bone preparation for press fit. Cause cannot be definitively determined. No product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer considers the investigation closed.

Event description:
It is reported that the tm humeral stem stuck in the canal. Implant and explant info is unavailable at this time.